Event description:
A facility reported: "when using the drill bit, it no longer disengages." No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the device was received assembled and passed all functional tests. The complaint can not be confirmed. Root cause - a potential root causes is inadequate spring.

Event description:
N/a.